Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced sustained hyperglycemia while using the ilet system with a dexcom g7, with a highest cgm and glucometer reading of 595 mg/dl over approximately five hours; a prior low was reportedly overtreated, and the user performed two infusion set changes to an abdomen site using inset 23" 6 mm, with no bent cannula or site issues identified. Symptoms included hyperglycemia. Outcomes included troubleshooting and education, and replacement infusion sets were provided. Investigation included customer interview and guided infusion set changes to assess for delivery or site issues. Investigation of this case revealed no device malfunction or component damage observed during troubleshooting, and the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.